Manufacturer narrative:
Insulin pump received with blank display, problem isolated to mother board. Unable to confirm low battery alert and unable to perform any tests due to blank display.

Event description:
The customer reported via phone call that insulin pump received low battery alarm. Blood glucose was unknown. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.